Event description:
According to the complaint, an implant screw broke. The implant had a 1.5mm vertical fracture. The implant was extracted, requiring medical intervention. This is a reportable serious injury.